Manufacturer narrative:
Device failure occured but did not cause or contribute to a death or serious injury.

Event description:
The patient underwent removal of the vns device as the patient's request for an undisclosed reason. Attempts for more information were unsuccessful. The explanted generator and lead were unsuccessful. The explanted generator and lead were returned to the manufacturer for analysis. During analysis of the lead, an abraded opening was found on the inner tubing of one of the lead wires. The cause for the abrasion could not be concluded, and no other anomalies with the lead were found.